Event description:
The customer reported the generation of erroneously low patient results on their dxc 700 au clinical chemistry analyzer. The affected analytes include sodium (na), chloride (cl, potassium (k), bicarbonate (co2), calcium (cal), glucose (glu), aspartate aminotransferase (ast), alanine aminotransferase (alt), albumin (alb) and alkaline phosphatase (alp), creatinine (cre), urea nitrogen (bun) and total protein (tp). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective gear pump control board. The fse replaced the gear pump control board to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).